Manufacturer narrative:
Philips service replaced the x-ray lamp and scheduled follow-up work. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a grid-switch system failure caused a radiation warning on a allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.